Event description:
It was reported that the stent had to be surgically removed due to calcification. The stent was in place for 2-3 weeks. Additional information has been requested but not yet received.

Manufacturer narrative:
The lot number is unknown therefore, no review of the device history record could be performed. A review of the manufacturing records for this product family indicates nothing that could have caused or contributed to this event. In addition, a review of the internal rejects history for 2 years found no discrepancies related to the reported event. The labeling and instructions for use calls for: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient's condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is no intended as a permanent indwelling device." (B)(4).